Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated rv (right ventricular) oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the patients right ventricular (rv) lead which exhibited t-wave oversensing (twos), short interval counts (sic), and high-rate non-sustained episodes. A programming intervention was completed. The lead currently remains in use. No patient complications have been reported as a result of this event.